Event description:
During the primary hip surgery, while broaching with an amistem broach, the surgeon discovered a fracture in the femur near the distal tip of the trial stem. The surgeon cabled the fracture and there was a 30 minute delay in the case. The surgery was completed successfully. Broach details are not available, the agent is unable to retrieve the correct instrument used during surgery.